Event description:
It was reported to medtronic minimed that the customer passed away on (B)(6) 2025. The cause of death was unknown. The cause of the death was unknown. The last known product(s) for the customer are as follows: mmt-1886. Troubleshooting was performed. It was unknown whether the customer was wearing the pump at the time of passing. It was unknown whether the customer was using the insulin pump system within 48 hours of the reported event or not. It was unknown whether the customer was using the auto mode/smart guard feature at the time of the event or not. The customer discontinued the use of the pump. Mmt-1886 was requested and customer responded the device was returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0873 inches. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The sc1 cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received without a battery. No damage noted on the battery cap. Found a user time date change listed in the pump history file below. On (B)(6) 2025 20:40:29.000, user time date change (3) system time = on (B)(6) 2025 20:40:29.000, new system time: on (B)(6) 2025 15:45:28.000. There was no data available on (B)(6) 2025. Unable to verify daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered for dates on (B)(6) 2025, due to no data available in the pump history file. On the event date of 02-jul-2025 of the daily total collection start time, the daily total of basal insulin delivered = 31750 (3.175 u) and daily total of bolus insulin delivered = 0 (0 u) which is equal to the daily total of all insulin delivered = 31750 (3.175 u). Perform the history review 1 week prior to the event date 02-jul-2025 in the pump history file and found 1 pump error 23 on (B)(6) 2025 and 2 batt out limit (6) on (B)(6) 2025. Pump error 23 and battery out limit alarm were expected due to the battery removed for more than 10 minutes and the pump reset. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.2 mv). The pump passed the functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.